Manufacturer narrative:
Upon review of the calibration data, there were a lot of duplicate errors. The alarm trace showed clot alarms and cell blank alarms. Precision studies performed prior to service activity were bad. The field service engineer found a blocked nozzle on one of the rinse mechanism probes, torn tubing on a rinse mechanism nozzle, and insufficient probe rinsing. The rinse mechanism was unblocked. Probes, mixers, and gear pump head were replaced. Precision studies performed after the service actions were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. Data was provided for 85 samples with discrepant creatinine results. The questionable values were reported outside of the laboratory and amended results were issued after repeating the samples. Refer to the attachment for all patient data. The creatinine reagent lot number was 65140601, with an expiration date of 30-apr-2023.